Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received discrepant (B)(6) elecsys anti-hcv ii immunoassay results for a patient sample on the cobas e 411 immunoassay analyzer. The initial (B)(6) result was (B)(6) with the mindray method. The (B)(6) result was 0.14 coi ((B)(6)) on the e 411 and was reported outside of the laboratory. The sample was sent to another laboratory and the (B)(6) result was (B)(6) with the abbott architect method. A new sample was collected and the (B)(6) result was 0.547 coi ((B)(6)) on the e 411. On (B)(6) 2018 a new sample was collected and the (B)(6) result was (B)(6). The method was not provided. On (B)(6) 2018 the customer was informed that the patient was a routine blood donor and was "always" (B)(6) for (B)(6) on an e 411 analyzer. There was no allegation of an adverse event.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.